Event description:
It was reported that during a chronic catheter placement procedure, the peel away sheath allegedly did not peel properly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8.0fr peel apart sheath was received for evaluation. Visual and functional testing were performed. The peel apart sheath was noted to be partially peeled. Also, one electronic photo was provided for review. The sheath was noted to be partially peeled. Therefore, the investigation is kept as inconclusive for the reported difficult or delayed separation issue, as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the peel away sheath allegedly did not peel properly. The procedure was completed using another device. There was no reported patient injury.